Manufacturer narrative:
Biomerieux conducted an internal investigation following the review of the publication entitled,"misidentification of cutibacterium namnetense as cutibacterium acnes among clinical isolates by maldi-tof vitekms: usefulness of gyrb sequencing and new player in bone infections" by ruffier d'epenoux l., et al. A trend analysis was performed. Since january 2016, no similar complaint from another customer has been recorded; no isolate of cutibacterium namnetense was misidentified as cutibacterium acnes. An expert evaluation was performed by medical affairs. The isolates tested were from a frozen collection from 2010 to 2012 originally identified using phenotypic methods. The taxonomy has changed since the isolates were originally identified. The frozen isolates were retested using mass spectrometry and molecular methods. Out of 269 isolates tested, 250 isolates were correctly identified to the species level with the maldi-tof spectrometer. There were six (6) that did not belong to the targeted genus and thirteen (13) were unidentified. The evaluation by medical affairs concluded that no further investigation was needed and that there was no impact. It should be noted that cutibacterium namnetense is not claimed in the vitek® ms version 3.2 knowledge base (kb) and the user manual for kb 3.2 states "testing of species not found in the database may result in an unidentified result or a misidentification."

Event description:
An internal complaint was initiated following a review of a 2020 scientific publication entitled, "misidentification of cutibacterium namnetense as cutibacterium acnes among clinical isolates by maldi-tof vitekms: usefulness of gyrb sequencing and new player in bone infections" by ruffier d'epenoux l., et al. The study included 269 propionibacterium/cutibacterium species clinical isolates collected between 2010 and 2012. The isolates were originally identified using growth under anaerobic condition, metronidazole-resistance, catalase positive testing, and biochemical identification using api® 20a strip because maldi-tof (matrix-assisted laser desorption/ionization time-of-flight) was not implemented yet. This study re-identified the isolates using maldi-tof identification with vitek® ms (serial #(B)(4) , 16s rrna, and gyrb partial sequencings. A molecular method was used to confirm the maldi-tof identification. The molecular method identified three strains as cutibacterium namnetense (formerly propionibacterium namnetense) whereas the vitek® ms identified two of the strains as cutibacterium acnes. The third strain was not identified by the vitek® ms. The three strains of cutibacterium namnetense were from three (3) different patients. These clinical strains were frozen and used in a retrospective study; therefore, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.